Event description:
A pt being treated on the model 3100a was intentionally removed, but when the operator tried to restart the 3100as oscillator to resume pt treatment, the oscillator would not restart. The pt was placed on a conventional ventilator without compromise.